Manufacturer narrative:
Section g3: there was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: the reported event of a bent ground pin within the power module¿s monitor connector was confirmed. The power module (serial number: (B)(6)) was returned to the european distribution center (edc) and was evaluated and tested on (B)(6) 2022. Upon initial observation, the monitor cable connecter had a bent ground pin and the backup battery and battery clip were missing. The power module booted up as intended and was able to pass all functional testing. The monitor cable connector was replaced, and preventative maintenance was performed. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed and the records revealed the power module (serial number: (B)(6)) was manufactured in accordance with manufacturing and quality assurance specifications. Customer order was shipped on 01feb2012. Heartmate 3 instructions for use (rev. G) section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. G) section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. Additionally, heartmate 3 patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories for damage, and to replace any equipment that appears damaged or worn. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ addresses the user to not use expired batteries and advises the user to properly dispose of them. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the power module was in-serviceable. The device required a new system monitor connector as the earth pin was damaged and did not receive a cable plug.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.